Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level. Her high blood glucose level was caused by a bent cannula. The insulin pump alarmed no delivery. Customer's blood glucose level was over 450 mg/dl. They treated her blood glucose level with IV, insulin drip, and pens. The customer went into a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.